Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked from anesthesia circuits. This occurred upon/before opening. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device and five photos were returned for evaluation. According to the received photo, visual inspection shows damage was observed on the breathing circuit, this an air leak could occur during use. Functional testing was not performed. The reported problem was confirmed. A CAPA was opened to address root cause investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
The investigation was updated, and the probable cause of the issue was determined to be a molding error in tijuana, during manufacturing.